Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending artery. Two rx graftmaster covered stents (2.8x19mm and a 3.5x16mm) failed to cross past the perforation. Balloon inflations were performed to successfully seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional graftmaster device referenced is being filed under a separate medwatch report number.